Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a critical pump error alarm. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it dropped on the tile floor. Customer also reported to have received a critical pump error alarm and unable to clear the alarm. No troubleshooting was performed due to buttons were unresponsive. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with minor scratched lcd window.